Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a spyglass? Discover was used in the large common bile duct during a laparoscopic cholecystectomy procedure for the treatment of biliary stone management performed on (B)(6) 2026. During the procedure, while attempting to access the cystic duct, visualization abruptly displayed three fixed points on the screen, followed by a complete loss of image. The device ceased functioning immediately after this visual disturbance. The problem occurred during active use of the accessory, with continuous irrigation maintained throughout the procedure. No abnormalities had been observed prior to this event. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.